Event description:
Service was requested on this device based upon a report that it turned itself off while in the middle of an infusion. The facility's biomedical engineer reported that the pump was received from the floor with a vague note indicating that the pump "shuts itself off". The biomedical engineer was unable to identify the source of the note received with the device and could not determine when or where the situation occurred. The facility has no record of any patient incident involving this device. Despite baxter's attempts, details were not available from the facility regarding the initial programming of the device, medication involved and whether or not the device was in use on a patient when the reported situation occurred. Should additional details become available a follow up report will be submitted.